Event description:
It was reported that there was air with the access system. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient but did not meet release criteria. The wds was removed from the patient and a new wds was selected to be used. As the physician began to insert the new wds into the was, air was noted in the side port of the was. The physician flushed and aspirated the was before continuing the procedure. The air was resolved and the procedure was continued. The physician successfully completed the procedure with a closure device implanted in the laa of the patient. There were no other complications that were reported to have occurred, and the patient made a full recovery from this event.